Manufacturer narrative:
The patient's initial admission for driveline infection is reported under MFR # 2916596-2021-01057 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2021 with new drainage and excoriation around the driveline for the last 3 weeks. The patient complained that the driveline smelled "like rotten cabbage". The drainage was yellow/clear and was oozing from the exit site. The patient denied any fevers, pain around the exit site, abdominal pains, or chest pain. The patient had been on suppressive ciprofloxacin and clindamycin for over a year due to a recurrent driveline infection. There was significant erythema around the driveline site. The patient was given intravenous vancomycin and zosyn, a computed tomography scan of the patient's abdomen showed no abscess or fluid collection. Blood cultures were negative. A wound culture grew mixed gram positive organisms. The patient was started on meropenem and transitioned to oral ciprofloxacin and doxycycline for lifetime suppressive therapy. The patient was discharged home on (B)(6) 2021.